Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an over delivery of insulin with their insulin pump. Customer's blood glucose level was reported at 43 mg/dl. The customer discontinued use of the insulin pump but will call soon when they resume use of their insulin pump. No further information was provided.